Event description:
Livanova (B)(4) received a report that during procedure the perfusionist saw a drop of saturation of the patient. The s5 gas blender seemed to work properly and no error was displayed. A separate o2 bottle was given to the patient to raise the saturation. In the meantime the nurse disconnected and reconnected the tubing of the blender and the alarm of the o2 loss appeared. After repair of the o2 hospital supply the blender was reconnected to the oxygenator and procedure was completed with no further impact on the patient.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not find any deviation. The device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2008. Since the error was not reproduced during the intensive tests performed by the livanova field service technician, it cannot be ruled out that the reported issue is not device-related. Most likely, it was due to the hospital gas supply. According to device instructions for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values.